Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption is increasing in a gradual fashion, consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. Device replacement was recommended. At this time the pacemaker remains in service and no adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the device gets returned for analysis.